Event description:
Customer alleged discrepant, back to back blood glucose results of 267 mg/dl and 126 mg/dl when testing was performed within 2 minutes on the advantage system. Customer reported no symptoms and took no action or treatment based on the results. A request was made for the return of the suspect device and replacement product was sent.